Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the collection set and holder detach during blood draw an unspecified number of times. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes, h.3 device eval by manufacturer? Yes, d9. Device available for eval?: 07-apr-2026. D.4. Medical device lot #:5239530, d.4. Unique identifier (UDI) #: (B)(4). Investigation summary: bd received two samples for investigation. One sample consisted of an empty blister pack, and since the actual component was not returned, testing could not be performed. The other sample was used in functional tests, during which the holder did not separate. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 5239530, for the indicated failure mode: separates. No definitive root cause could be determined for the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2. It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the collection set and holder detach during blood draw an unspecified number of times. No adverse impact was reported regarding the patient or user.